Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material on the distal end/cover could not be identified and the cause of the material remaining adhered the device could not be specified. There was no damage to the areas where the foreign material was detected and it is unknown reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 " preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material at the plastic distal end cover. In addition to the reportable malfunction, the following were noted: the due to corrosion on endoscope connector, scope error e237 and scope communication error b30 occurred; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value; the bending section cover had discoloration; the adhesive on the bending section cover had a crack; on water detection sticker 1a, dots are smudged and connected, indicating water invasion; the connecting tube had a scratch and discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was producing scope communication error e238. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material at the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.